Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implant procedure the haptic was broken. The surgery was completed with unspecified replacement lens of same diopter. There was a patient contact. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in d.10. Additional information was provided in h.3., h.6. And h.11. The lens was returned positioned incorrectly (posterior surface up) in the lens case in the lens carton. Solution was dried on the lens. The lens was tilted into the well area. One haptic was broken in the gusset area and returned adhered in solution to the posterior of the optic. The optic edge was torn against a post of the lens case. A photo matches the broken haptic condition of the returned sample. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were used. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The reported broken haptic damage was observed with the returned product and in the provided photo. The root cause cannot be determined for the reported complaint. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The reporter indicated that the viscoelastic information was unknown. An unspecified lens with the same diopter was reported as used to complete the surgery. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).